Event description:
Review of a (B)(6) male pt's download revealed battery charger faults. Zoll customer support contacted the pt to issue the pt a replacement battery pack. Upon receipt, the battery charger/modem would not charge a battery pack.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger faults, will not charge a battery) was confirmed. Upon evaluation, the battery board was corroded. The cause of the inability to charge a battery pack is the corrosion. The cause of the corrosion is contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted form the contaminated charger/mode. The pt received a replacement charger/modem.